Event description:
Pt reports current occlusion alarm. Pt reports they switched to backup pump & completed new mix, but still receiving occlusion alarm. No reported kinks in line. Pt states they are packing items up to report to (B)(6) health ER. Pt reports a history of the same alarm & situation & advised they report to the ER where the issue is resolved. Pt reports current IV remodulin dose: 90ng/kg/min. Pump serial numbers not provided. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered unknown. Position of pumps when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Patient weight: (kg): 63.5 (lb): 140 (oz): 0. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - no, pt going to ER. Did pharmacy replace product? - no; did the pt have a backup product they were able to switch to? - yes, still receiving occlusion alarm was the pt able to successfully continue their therapy? - unknown; pt going to ER is the therapy life-sustaining? - yes; what is the outcome of the event? - ongoing. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4580. Device code: 3015. Ref report: mw51840329.